Event description:
It was reported that balloon rupture occurred. The 81% stenosed, 58x6mm, eccentric, restenotic target lesion containing a lesion bend of <=45 degree was located in a mildly tortuous and a severely calcified arteriovenous (av) shunt. A 6.0-80, 80 wanda¿ balloon catheter was advanced to dilate the lesion. Upon first inflation at 16 atmospheres for a duration of 2 seconds, the balloon ruptured. The device was removed completely and the procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon ruptured after the balloon had been inflated above its rated burst pressure. (B)(4).